Event description:
Pt alleges that he was using a pulse ox for an overnight study and had the oximeter laying on his stomach. Pt claims he woke up to a burning sensation on his stomach that was caused by the oximeter. Pt was using a finger sensor part # unk. In addition to the oximeter, pt was using an oxygen concentrator made by airsep. As stated by (B)(6) - operations manager, reporting the issue, she states there was marks on his (pt's) stomach. In addition, (B)(6) stated there are no signs of thermal damage to the unit or any thermal odors. She states that the carrying bag smells of cigarette smoke.